Manufacturer narrative:
Philips service replaced the geometry controller and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that the brake was stuck in the on position, causing free-floating movement on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.